Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on 3/20/2015 and further evaluated by lifescan product analysis on 3/24/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 06/03/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their ot ultramini meter gave error 1, 2, 3, 4 and 5 messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began the beginning of (B)(6) 2014 in the morning. The patient manages her diabetes with diet and/or exercise alone. The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged taking less food and/or drink, throughout all of december until present day. The patient claims she developed symptoms of ¿sweating, urinating and confused¿ a couple of days after the product issue began. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the correct test strips were being used; however the test strips had been opened past there expiry date. The cca was unable to check the patient testing steps and unable to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.